Event description:
Patient reported "one of the prostheses had ruptured." And "patient was informed by physician about the recall and asked for information on whether prosthesis was included in the recall." . The device remains implanted. This is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.